Event description:
It was difficult to push the lead into the pacer header. The first operation was in august, 1996. The physician was unable to connect a dash pacemaker with the previously implanted lead with the is1 connector. But due to some unknown problems, the connector of the lead was mechanically destroyed and the old lead was used again. A second operation was performed at another hosp. The physician cleaned the pacer header and implanted the new lead. The thresholds were ok be external measurements, but about 3 to 4 volts when measured with a programmer. During the implant, it was difficult to push the lead into the header. A third operation was performed in october, 1996 because the stimulation was ineffective. The lead was disconnected and connected again and the same system was implanted again. High lead impedance has now been observed. Stimulation was effective at 8.1 volts and 1ms only.